Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting indicated the device was working properly. Explained the rule of changing the infusion set after two consecutive high blood sugar readings.